Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: (B)(6) (cs) called to report that the display port is unable to send video. He was connecting to a stryker 4k monitor and found that the video would not display on the monitor. The cs swapped out the dp cable, but this did not resolve the issue. The cs bypassed the dp video out port and plugged directly into the computer. Still no video detected. The cs unplugged the dp video cord that supplies video to the main cart monitor and plugged the video cord from the external monitor into that port. This still did not display video on the stryker monitor. The cs then plugged the min cart monitors video cord into the external dp port on the computer which did give video to the main cart monitor. The site then plugged the main cart monitor dp into the external video port. This then gave video to the main cart monitor. This proved that all components of the video chain on the system were fully operational and that the issue was on the stryker monitors end. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).